Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been receiving multiple, intermittent occlusion alarms. The blood glucose (bg) level was in the 200s mg/dl and boluses were delivered to address the high bg. The current bg was 231 mg/dl. The cause of the occlusion alarms was not known. The customer had changed the pump supplies the night before and has not had any further occlusion alarms.